Manufacturer narrative:
(B)(4). The device was not returned to atricure for eval as it was implanted. The lot number of the device was unable to be ascertained.

Event description:
It was reported post-operatively the pt had a atriclip implanted, underwent chest compressions. After receiving chest compressions, surgical intervention was necessary to repair a punctured or dissected circumflex artery.